Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during surgery. The system was rebooted and the surgery was completed as planned. No patient injury was reported